Manufacturer narrative:
Only an x-ray image of the broken frame of the mesh of the hernia repair device, rebound hrd (lot number 160041) was sent to us (the manufacturer) by the distributor who is the initial reporter. No malfunctioned device was returned to us (the manufacturer).

Event description:
The frame (also known as the ring) of the mesh of the implanted hernia repair device (rebound hrd) broke. The patient underwent surgery and the broken frame was explanted.